Event description:
Related MFR report number: 2017865-2023-20893. Additional information received notes that an additional surgery was performed to resolve the issue. The patient condition was stable.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episodes due to device port issue. The device will continue to be monitored. The patient condition was stable.